Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurred vision and does not want glasses. The lens was exchanged for another lens model 03 months 07 days following the initial procedure. Clinical reason for explant was mentioned as refraction result myopia with astigmatism. Additional information has been requested.

Event description:
Additional information was received, optical biometry and the ora were consistent and in agreement but she was left with myopia and residual astigmatism. Thought this might have been due to a higher than average surgical induced astigmatism from the cataract wound even though the wound was well constructed. There was greater than normal corneal edema which took 2 months to resolve completely especially at the wound. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).